Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes resulting in t and p-wave oversensing and an inappropriate shock. Devie data review determined there was also some undersensing observed. This device remains in service. No adverse patient effects were reported.